Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient could tell that their ins battery was getting low due to the icon on their programmer and they fully charged the ins as of 3 a.m. In the morning. The ins was now not functioning and the patient confirmed that they no longer felt stimulation. They usually could feel stimulation when sitting or laying down and could feel it "quite obviously" when standing up but they didn't currently notice/feel the stimulation. When they pushed the plus button the programmer screen went blank. The patient confirmed their batteries were off brand alkaline batteries. The controller showed that stimulation was on. The patient increased stimulation from 4.6 to 5.2 and noted that when they laid down the stimulation was too strong. The patient decreased the stimulation to 5.10 and confirmed that it was comfortable. The issue was resolved. No further complications reported.